Event description:
It was reported that in introduction for atrial fibrillation ablation procedure a faradrive steerable sheath clear was selected for use, the device was leaking gas, there were air bubbles in the sheath. The procedure was completed with another of same device. The patient condition following procedure was stable.